Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-29, lot# n321204, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, the patient¿s lead broke distal to the anchor. It was reported when the lead was removed only half of the lead came out and the top portion of the lead with the electrodes and anchor was removed. It was reported, the explant was on 2014 (B)(6). It was noted, the broken lead was sent to the pathology department in at the hospital. It was reported that instead of a therapeutic sensation the patient felt a burning sensation and a ¿burning stabbing pain¿ at the lead site. Additional information received reported when the lead was explanted two new leads were implanted and the patient is now receiving effective therapy.